Manufacturer narrative:
Exemption number e2016018. (B)(4). Result of examination: the history files were read out and analyzed. During the analysis of the history files the from the customer described therapy could be comprehended. A malfunction of the perfusor space or a delivery rate deviation could not be detected based on the history files. The sample was subjected to a visual and functional examination. A long term test was performed. No malfunction occured during the test. The delivery accuracy of the pump was checked. In addition to the delivery accuracy measurement the strain gauge measurement was performed and the motor power limitation was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). The complaint could not be confirmed. During the investigation no technical malfunction could be detected on the perfusor space. During the performed checks all the determined measure values are inside the specification.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been already provided by user facility for investigation at bbm laboratory in melsungen, germany. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in finland): over infusion